Event description:
Samples collected for routine hiv screening that were repeatedly reactive using an FDA approved eia exhibited robin egg speckling when tested using the FDA approved western blot. Some samples were resolved using a different lot number; however, other samples were not resolved. The MFR was consulted and was able to reproduce the problem, but no explanation was provided.